Event description:
New information received notes that the x-ray revealed that the right atrial (ra) lead had dislodged.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead dislodged with was able to be confirmed via diagnostic imaging. The physician unable to remove the ra lead from the pacemaker header. The pacemaker and ra lead were not used and replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of could not untighten the atrial setscrew to remove the lead from the header was confirmed. Analysis revealed that the atrial setscrew inset was stripped due to incorrect insertions of the torque wrench by the physician. The wrench was being inserted into the setscrew inset at angles, which caused stripping of the inset and prevented the wrench from engaging the setscrew to loosen it in order to remove the lead. The stripped setscrew was therefore the result of incorrect wrench insertions by the user/physician.